Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did the broken piece fell into the patient's body?

Event description:
It was reported that during an unknown procedure, a piece of the reload broke. It was retrieved, the reload was changed and the procedure was completed. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Batch #t5ef88. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60b cartridge loaded in the device. The cartridge reload was received fully fired, with the one-piece sled detached and damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.